Event description:
Baxter product surveillance rec'd a report via the home patient's nurse that a minicap fell off a home pt's transfer set. The home pt was walking around when they heard the cap hit the floor. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were discarded by the customer and unavailable for analysis. There are no further measures taken relative to his matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.